Event description:
Additional information received reported that since (B)(6) 2012, the ¿eruption¿ had been slowly worsening. It was suspected that the patient developed contact dermatitis from the device. The patient also has color erythematosus, lesion type papula and plaque macule. There was no vesicle, erosion, ulcer or scarring. The locations of the ¿eruption¿ were chest,arms, abdomen, back and legs. It was also reported that the patient ¿did not sleep or anything because she was scratching.¿

Manufacturer narrative:
Concomitant medical products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 37603, serial# (B)(4), implanted: (B)(6) 2012. Product type: implantable neurostimulator: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 37085. Product type: extension: product ID 3389s-40, lot# v824010, implanted: (B)(6) 2012. Product type: lead: product ID 3389s-40, lot# v061739, implanted: (B)(6) 2007. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient got a second implant in (B)(4) 2012 and in (B)(4) 2012 it was reported that a rash appeared. The actual start date of the rash was unknown. It was reported that there was a "mild eruption", and the contact of the rash was about 45% of the body surface. The rash was on bilateral chest, abdomen, and legs. Over two months later it was reported that the patient might be allergic to components of the stimulation system. The 4th year after replacing the battery the patient went to the doctor and was told that she had eczema. It was stated that "of course the patient has eczema." It was reported that "four months ago the patient developed a rash from head to toe." The patient was given a prednisone pack and a cortisone injection. The patient had a patch test done and it revealed that the patient was allergic to copper and fragrances. The patient was waiting for another test kit to arrive from canada to test for possible metal allergy. Later it was reported that the patient was having some "psychological responses" with new implants. It was stated that the rash had become "really severe." They were still waiting for a metal allergy kit. The patient's history of rash was unknown because it was "difficult to get a good history from the patient." The patient was also having back muscle spasms, and it was noted that this was uncommon for parkinson's disease patients. It was reported that the leads were in a "good position" and the impedances were all "normal." The patient was being treated with prednisone for the rash. It was unknown if the patient's medications were playing a role in the rash or psychiatric issues. It was possible that the patient had become sensitive to certain materials in the system over time. As of (B)(4) 2013 they were still waiting for the skin patch test kit which was ordered by the dermatologist. Further information has been requested. If more information becomes available, a follow up report will be sent. Please refer to manufacturer report # 3004209178-2013-01172. The patient had two devices and it was unknown which device the complaint was on.